Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the air-feeding function - inspection of the objective lens cleaning function olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found that the clogging likely occurred during the cleaning and disinfection process. In addition, separation of the glue on the a-rubber was discovered. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the evis exera iii colonovideoscope couldn't be disinfected in a washer disinfector machine and requested the biopsy channel be checked. There was no patient or user harm reported. The subject device was returned to an olympus service center for evaluation. During inspection and testing, foreign material that appeared to be debris from a patient was clogging the air/water nozzle. This report is being submitted for the malfunction found during the device evaluation.